Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the floats inside an mr290v vented humidification chamber were "never released properly", causing the water to overflow. This was noticed prior to patient use.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the floats inside an mr290v vented humidification chamber were "never released properly", causing the water to overflow. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) for visual inspection. Results: the chamber dome was cracked near the hinge bracket. The aluminium base was bent upward, near the right hinge bracket. The secondary float inside the chamber dome was stuck and could only be moved when the chamber was tapped. A lot check revealed no other complaints of this nature for lot number 041203. Conclusion: it is most likely that the physical damages to the returned mr290v chamber were due to impact. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the subject chamber was damaged post production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Fph has not received complaints related to secondary float failures in mr290 chambers in the last year to the end of (B)(4) 2012. (B)(4).